Manufacturer narrative:
Follow-up #1 date of submission 04/22/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 04/14/2016 with the following findings: during testing, no line appeared the display. The pump cover was opened and no defect was found to the display flex. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.